Event description:
It was reported that the ilet pump alarmed for low glucose, with on-pump readings as low as 69 mg/dl, and the user lacked a fingerstick meter to confirm blood glucose; the user treated with oral carbohydrates (orange juice) and glucose rose to 103 mg/dl, after which the user remained stable at home. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low glucose after oral carbohydrate intake and no medical intervention or hospitalization. Investigation included on-call troubleshooting and education regarding low glucose management. Investigation of this case revealed no device malfunction was identified, the alarm functioned as designed to alert to low glucose, and the event resolved with standard treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.